Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Patient reported via phone that the cleo® 90 infusion set was leaking in approximately the last four months on three occasions. This occasion (event 1/3) occurred during the evening causing blood sugars to rise to 400-500mg/dl. Patient changed out the infusion site and self-administered insulin. No further adverse events were reported at this time. Please see MDR # 2183502-2016-01731 and 2183502-2016-01732 for related events.